Event description:
A falsely elevated creatinine result was obtained on a patient sample. The result was reported to the physician. A biopsy was performed on a transplanted organ. The result was questioned after the biopsy and the same sample was repeated and a lower result obtained. Patient treatment (organ biopsy) was performed as a result of the elevated creatinine result. There was no report of adverse health consequences as a result of the biopsy.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated creatinine result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.